Event description:
Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture this is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side rupture. The device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to spec and crease flat. Cloudy in the gel observed after autoclave cycle. The unit is not rupture. Base on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Patient reported right side rupture. Healthcare professional additionally reported pain, visibility/palpability, sensation increase/decrease and capsular contracture, baker grade unknown. The device has been explanted.

Manufacturer narrative:
The event of capsular contracture, baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional additionally reported pain, visibility/palpability, sensation increase/decrease and capsular contracture, baker grade unknown. The device remains implanted.